Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The balloon folds were tight. The stent implant was returned dislocated on the balloon from the distal end of the proximal marker. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material deformation. In this case, it is possible that inadvertent mishandling during removal from the protective coil or during sheath/stylet removal contributed to the reported material deformation and noted stent dislodgement; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that prior to use, a 2.5 x 38mm multi-link stent delivery system (sds) was being removed from the dispenser coil when flared struts in the proximal edge of the stent was observed. The sds was not used in the patient. The procedure was successfully completed with a 2.5x33mm multi-link sds. There was no patient involvement and no clinically significant delay in the procedure. The return device analysis identified that the stent dislodged from the balloon. No additional information was provided.